Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve popped. As a result, the balloon would not remain inflated. A replacement kit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection of the device found no non-conformities. The balloon was then inflated with 25 cc of air. The balloon inflated, but once the syringe was removed, the valve dislodged. Based on these findings, the reported failure was confirmed. (B)(4).